Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, high capture threshold and phrenic nerve stimulation were noted on the left ventricular (lv) lead due to dislodgement. Diagnostic imaging was performed, and dislodgement was confirmed. No intervention was performed, and the device will continue to be monitored. The patient was stable with no adverse consequences.